Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR reports: 1627487-2013-02831 and 1627487-2013-02833. It was reported the patient had redness and drainage at both surgical incision sites. The patient allegedly went to the ER and was prescribed oral antibiotics. It was reported cultures were not taken, and the patient still has effective stimulation therapy. The patient has a follow-up appointment with his physician at a later date.